Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed. During preparation testing of the steerable guide catheter (sgc) dilator, the dilator flush port was cracked and leaking. A replacement sgc and dilator was used to complete the procedure without issue. The faulty device never entered the patient anatomy. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
The returned device analysis confirmed the reported cracked dilator flush port and leak/splash. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the reported information and analysis of the returned device, the investigation determined the cracked dilator flush port resulting in the reported leak/splash to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed. During preparation testing of the steerable guide catheter (sgc) dilator, the dilator flush port was cracked and leaking. A replacement sgc and dilator was used to complete the procedure without issue. The faulty device never entered the patient anatomy. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.